Manufacturer narrative:
Device not available for eval.

Event description:
The device was used during an esophagojejunostomy procedure. Reportedly, some tissue was torn by the instrument. The surgeon applied another instrument and sutured to complete the procedure. The hospital has reported no pt injury occurred.